Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, scratched in the optical part. The iol was removed and replaced with a backup lens during the initial procedure. Surgery delayed. There was no patient harm. Additional information was requested.